Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Event description:
It was reported that on (B)(6) 2021 at 16:35 after approximately 2 minutes of ventilating the patient, the vent shut down. It alarmed the same alarm sound as when it powers down. The encoder knob was lit red but would not power off when pressed. The patient was placed on a different ventilator. Patient was critical but stable. There was no harm or injury to patient. Per hospital policy no patient information will be provided. The ventilator was pulled from service. Device check was performed and passed testing. The debug logs showed that the ventilator's gui may have been powered off, but ventilator was still ventilating patient. The ventilator was trying to deliver volumes when ventilator was forced off by user. After forcing the power off, the buzzer turned on, and red ring was lit.